Event description:
We received a report that an intraocular lens(iol) was explanted from the patient's left eye. The date and the reason for the explantation were not provided.

Manufacturer narrative:
Corrected data: date of event - updated date. Replacement lens was placed. Replacement lens is of the same model and diopter (zcb00 diopter 17.5), serial number (B)(4). If explanted give date - updated date. Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into pieces, with one haptic broken and missing, most probably related to the explant procedure. Pieces were received glued to each other with what appeared to be viscoelastic (ovd). Visual inspection revealed surface residuals (fiber/particles) on lens, which is consistent with the lens being handled out of a sterile environment, as well as surface scratches. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.